Event description:
Pt's family member called lfs on pt's behalf alleging that pt's meter had missing segments. Pt had to make a visit to their physician's office because they had been unable to obtain a blood glucose reading, due to the missing segments issue. The physician's meter had read "112mg/dl". A second test was not performed. No treatment was reported. The physician did increase pt's oral medication from half a pill to a full pill (name unknown). It is unknown when the meter started having the missing segments issue. They had been feeling dizzy, having blurry vision, and frequent urination at the time of concern (date/time unknown). No info was provided of mis-treatment by the pt based on any blood glucose readings. The customer service rep replaced/upgraded pt due to an unresolved missing segments issue.